Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2022, a 35mm navitor titan valve ((B)(4)) was chosen for implant using a flexnav delivery system ((B)(4)). The route of access for the transcatheter aortic valve replacement (tavr) was left transfemoral. A pre-implant balloon valvuloplasty was performed once with a 26mm non-abbott balloon. During procedure, the valve was not able to be positioned correctly, so after the maximum number of re-sheaths were performed per instructions for use (IFU), the valve and delivery system were removed from the patient and replaced. A second 35mm navitor titan valve ((B)(4)) was then chosen along with another flexnav delivery system ((B)(4)). Non-abbott guidewire was used to deploy the valve. The valve was re-sheathed twice due to initially being placed too high. The valve was successfully implanted in the patient's aortic annulus. A post-implant balloon valvuloplasty was not performed. Patient's highest activated clotting time (act) during procedure was 277 seconds. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 4.2mm. The distance from the left coronary cusp (lcc) to the ventricular end of the frame was 4.4mm. The patient's baseline rhythm prior to procedure was sinus bradycardia. Following the procedure, the patient had sinus bradycardia and left bundle branch block (lbbb) on electrocardiogram (EKG), and a temporary pacemaker was placed. The patient had a brief episode of hypotension. On (B)(6) 2022, the patient had a complete heart block, and a permanent pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - portico ng approval study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that during procedure, the deployment attempt of the first valve, 35mm navitor titan valve ((B)(6)), the valve was re-sheathed multiple times due to suboptimal implant depth. The maximum number of re-sheaths was performed, so the valve and delivery system were both removed from the patient and replaced. The second valve, 35mm navitor titan valve ((B)(6)), was successfully implanted. The final implant depth of the valve was considered as within normal implantation depth range. The patient was reported to be discharged.

Manufacturer narrative:
An event of brief episode of hypotension, complete heart block and a pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6. Medical device problem code: code 2616 malposition of device removed.